Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned in good visual condition with a clip in the jaws. The jaws were measured and they were found to be yielded and misaligned. In order to perform functional testing, the device was cycled and it fed and formed nine scissored clips due to the misaligned condition of the jaws; the instrument locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon was using the device to ligate vessels and the clips were crossing on and off of the tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.